Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self-test, active current measurement, rewind test,prime/seating test, basic occlusion test, occlusion test, force sensortest and displacement test however, pump received with high sleepcurrent and multiple replace battery now alarms due to high resistanceon the internal battery connector. The loaded voltage (loaded vlith)display at the power graph management tool shows abnormal behavior.after disconnecting and reconnecting the internal battery connector onj6 / pcba 1, the pump was monitored and functioned properly. The batteryand battery tube did not heat up during the testing period. No obvioussigns of components heating up or heat damage noted during visualinspection of the electronic assembly. Pump received with scratchedcase and pillowing keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple "low battery" and "replace battery now" alarms within 20 hours, with the battery becoming hot upon removal. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and which included reviewing alarm history, verifying the use of duracell batteries, and confirming that the battery cap was not loose, cracked, or damaged, but the issue persisted. No harm requiring medical intervention was reported. The product was returned for analysis.